Event description:
The customer reported that, prior to use on a patient, the iabp generated an "electrical test failure code #53" (shuttle transducer offset failure) alarm. The iabp was replaced and therapy was initiated. No patient was involved.

Manufacturer narrative:
The company representative replaced the drive manifold assembly (p/n 0104-00-0018) and the screw hole covers (p/n 0334-00-2615). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).